Event description:
It was reported that the unit was moving on it's own. No injury reported. A field engineer was dispatched to the site and determined that the c-arm control switches needed to be replaced. Once this was completed, the system was working as intended.